Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1032 - sh device registry, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2026, a 23mm epic max was chosen for implant. Patient also underwent concomitant mitral valve replacement with a 31mm epic plus mitral valve, ascending aorta replacement with supracoronary tube, and left atrial appendage closure. Patient's baseline cardiac rhythm was sinus rhythm. Post-procedure during patient's first few hours of their stay in the intensive care unit (ICU), patient presented with high drainage from mediastinal drains. It was decided to perform surgical revision with no evidence of active bleeding noted. On post-operative day (pod) 7, (B)(6) 2026, patient presented with "blocked atrial fibrillation" on electrocardiogram, that was well tolerated. A decision was made to implant a permanent pacemaker on (B)(6) 2026. Patient required prolonged hospitalization as a result of complete blockage. Patient condition was reported in good condition and ultrasound study prior to discharge showed proper valve functionality without pathological flows.